Event description:
Procedure scheduled was laparoscopic hand assisted colostomy closure. While using the ethicon curved intraluminal stapler 29 mm, after firing the load, there were no staples present. This left the colon open as the stapler also cuts tissue when fired. The length of the colon after the stapler firing was too short to attempt another use of a different stapler, resulting in permanent colostomy.